Event description:
It was reported that a trapeze broke and fell. There was no report of pt injury or medical intervention associated with this incident.

Manufacturer narrative:
One single clamp bar, product code 00-0640-007-00 and two offset double clamp bars, product code 00-1066-005-00 were returned for evaluation. However, it could not be determined if the devices were associated with the event reported in this medwatch. Visual examination revealed that the 48" plain bar clamp was broken at the base and the second was broken at the hinge. This MDR is being submitted late, as it was identified as part of a retrospective review conducted by zimmer orthopedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at a zimmer facility. The agency's inspectional observation concerned the company's decision(s) not to submit certain mdrs for products specific to that zimmer facility. While a retrospective review of complaints for unreported mdrs was conducted immediately following the inspection at the facility, zimmer determined that such a review would be conducted at all zimmer facilities. As a result, zimmer osp completed its retrospective review and is now submitting this MDR.